Manufacturer narrative:
Correction: section h6 - adverse event problem - corrected medical device problem code from 1260 - fracture to 1068 - loss of or failure to bond.

Event description:
Additional information was received that the extension coating was coming off and the extension was not explanted as initially reported.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. The root cause of the inability to remove the lead system from the device was not ascertained. A lead fitment test was performed with normal functionality observed. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's extension was fractured. As a result, surgical intervention was undertaken wherein the extension was removed and replaced. Effective therapy was established post operatively.